Manufacturer narrative:
Final device analysis revealed no significant anomalies. The device was returned with the capsule separate from the delivery system. The capsule trocar needle was advanced but no blood or tissue was present. The plunger had been fully depressed and retracted. See scanned page.

Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not attach to the pt's esophagus. It was noted that the capsule trocar needle had advanced. No serious injury to the pt was reported.